Event description:
It was reported that intermittent minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Customer was sent replacement cartridges and will reportedly rely on multiple daily injections for insulin therapy. Customer¿s blood glucose level was 300-400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.